Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2016 with the following findings: a review of the pump black box revealed occlusion alarms and the force being high at the time of the occlusion. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. Unrelated to the original complaint, there was moisture observed in the battery compartment. A leak test failed due to cracks in the battery compartment along the side and from the bottom traveling to the bumper. The pump was opened and there was no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.